Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the clip would not release from the medium-large clip applier instrument while on vessel. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the event occurred during an adrenalectomy procedure on (B)(6) 2022 on system (B)(4). It was reported that the surgeon was in the process of clipping the adrenal vein at the time the clip was not releasing. The instrument was inspected prior to use and there were no abnormalities. There was no bleeding or blood loss. No fragments fell into the patient and no patient injury reported. There was a delay of 2 minutes and a backup medium-large clip applier instrument was used. The procedure was completed robotically. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.

Manufacturer narrative:
Concomitant medical products - intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint of "clip would not release from clip applier while on vessel." Failure analysis found the primary failure of failed clip test to be related to the customer reported complaint. The instrument was found to have failed the clip test. The instrument was placed and driven on an in-house system. The clip did not release from the grip tips after closing onto the test tube. The root cause of this failure is attributed to mishandling and misuse. An additional observation not reported by site that is related to the primary failure was that the clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a 0.031" offset at the tips. As a result, the clip could not release from the grip tips after closing onto the test tube. The root cause of severely bent instrument grip tips is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. Another additional observation not reported by site that is not related to the customer reported complaint was that the instrument was found to have a broken housing at the proximal end. The location of the damage is where the housing meets the chassis on the flush tube port side. The root cause of this failure is also attributed to mishandling and misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the instrument log for the medium-large clip applier (part# 470327-12 / lot# n10180827-0072) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022 on system (B)(4). There were 76 uses remaining after this last usage. This complaint is being reported based on the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. Failure analysis of the returned instrument confirmed the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.